Manufacturer narrative:
The device has been discarded. However, a lot history review should be conducted.

Event description:
An event involved a clave connector where the customer reported that the clave malfunctioned; the rubber stopper was stuck in the clave and it leaked medication, causing the patient having to be rescheduled. There was patient involvement but harm was not reported as a consequence of this event.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined. The lot history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.